Event description:
The user purchased two packages (four tests) of the covid-19 ag home test and tried using one of those tests, and got the error message shown in the photo attached. The user then tried each of the remaining three tests and received the same error message. The user tried both of the tests that came in the package and neither of them are allowing past this page. Saying the serial numbers are not valid. The user just purchased 30 minutes ago. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.

Event description:
The user purchased two packages (four tests) of the covid-19 ag home test and tried using one of those tests, and got the error message shown in the photo attached. The user then tried each of the remaining three tests and received the same error message. The user tried both of the tests that came in the package and neither of them are allowing past this page. Saying the serial numbers are not valid. The user just purchased 30 minutes ago. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.